Manufacturer narrative:
Implanted device remains.

Event description:
Per the clinic, the patient experienced magnet dislodgement of the internal magnet subsequent to sustaining a head trauma. Surgery to place the magnet back into proper position is planned; however, this has not occurred as of the date of this report, september 28, 2015.